Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer treated high blood glucose with shot. Customer took her pump off and her pump is not giving any insulin. Customer stated that should have been fluid and there was not enough for a drop. Customer was not getting any alarms and a couple days did ago did self-test. Customer stated that pump is not giving insulin. Customer has not gotten no delivery alarms. Customer stated that has had pump replaced a couple of times. Customer stated that, the problems with infections and she does not have a lot of symptoms and when blood glucose start going on and when blood glucose goes high then she has an infection. Customer allowed pump to deliver for 4 hours and only came out a little insulin. Customer does not have pump but did not want to do any troubleshooting. Customer wanted us to call wife to go over replacement recording and possibly troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm anomalies noted. No unexpected audio or vibrate anomalies noted. No possible under delivery anomaly noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained address, serial number label and cracked reservoir tube lip.